Event description:
It was later reported the cause of the event was the catheter; cause unknown. The implanting hcp indicated that the patient was no longer their current patient and the event happened after the patient¿s last visit. The pump delivered morphine and bupivacaine. It was later reported by the follow up hcp, the previously placed intrathecal catheter was fractured. The cause of the event was due to break, tear, hole. The patient experienced inadequate pain control and withdrawal symptoms. An x-ray and it pump myelogram were done (B)(6) 2013. The pump and catheter were replaced. The patient was hospitalized. The patient outcome was noted as non-serious injury/illness.

Event description:
It was reported the catheter was broken. The patient wasn't feeling well back in (B)(6) and the previous managing hcp tried increasing the pump every time the patient would go in to no avail. The patient had switched managing hcp's a month ago and the medication was changed to dilaudid with no results. The medication wasn't getting to the patient spine as a dye study was conducted and the dye just mad a pool. Per the reporter nothing was coming out of the catheter; a leak in the bend where it goes from the pump up the spine and right in that bend, there was a leak. Patient was scheduled for surgery to replace catheter. The pump was used to deliver dilaudid (hydromorphone).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical product: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).